Manufacturer narrative:
(B)(4). Visual examination of the returned screw revealed that the threads inside the tulip head were completely peeled off with minor damage to the drive feature and it was noted that the tulip head is stuck in a position with minor damage to the drive feature. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads and jammed tulip head cannot be determined. However, a potential root cause may have occurred due to cross-threading a set screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Procedure: revision of thoraco lumbar fixation the heads of the screws are fixed in one position and can't be unlocked for removal , which create issue to remove them. The surgeon had to put a lot of force to unlock 2 head. This can have a dangerous consequence on the patient. The locked screw was difficult to remove, the hammer needed to be used to enter the x25 screwdriver into the screw shaft."